Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-11267-00 for details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had alarmed with a distal occlusion error. It had been unclear whether the issue had been related to the pump itself or the tubing. After the line had been reprimed into new tubing and connected to a new pump, the error had been resolved. The continuous infusion rate had been 3 ml/hr, with a starting reservoir volume of 144 ml and a remaining volume of 143.5 ml. The patient had not been medically affected by the issue. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.